Manufacturer narrative:
H3: product evaluation: customer reports of stenosis and calcification were confirmed. X-ray demonstrated wireform intact and heavy calcification on all three leaflets. Extrinsic calcific deposits were observed on the surfaces of leaflets 1 and 2 on the inflow aspect and leaflet 2 and 3 on the outflow aspect. Calcification restricted leaflet mobility and led to stenosis. Host tissue on the stent circumference was moderate at the inflow aspect. Sewing ring was cut off and exposed the wireform on the inflow aspect. Wireform was also exposed on commissures 1 and 2. Cut off sewing ring was not returned. The device was returned for evaluation. The root cause of this event cannot be conclusively determined. However, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a 21mm aortic valve, implanted approximately ten (10) years, was explanted due to aortic stenosis secondary to calcification. The device was explanted and replaced with a non-edwards valve with no adverse events. The patient status was reported as ¿recovered¿. Upon explant, one of the leaflets was calcified and the mobility was completely restricted. As reported, there was no allegation of device malfunction.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Calcification is a well-recognized failure mode of bioprosthetic valves. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), and mechanical stress related to the valve's hemodynamic performance. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Although patient factors are believed to play a crucial role in the development in bioprosthetic tissue calcification, the underline mechanism is still not fully understood. The device was returned and evaluation is in progress. The root cause of this event cannot be conclusively determined. If new information becomes available, a supplemental report will be submitted. The device history record (DHR) was not able to be reviewed as the device serial number was not provided. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that an unknown model aortic valve, implanted approximately ten (10) years, was explanted due to aortic stenosis secondary to calcification. The device was replaced with a non-edwards valve with no adverse events. The patient status was reported as ¿recovered¿. At the valve explant, one of the leaflets was calcified and the mobility was completely restricted. There was no allegation of device malfunction.